Event description:
It was reported that the patient was only able to adjust their implantable neurostimulator (ins) with the patient programmer (pp) when the antenna was attached. Stimulation was not adjustable. However, the patient could only pull up the programming screen on the pp when the antenna was not attached. During troubleshooting, the device was found to be powered off. After turning on stimulation using the pp, the screen indicated that it needed new batteries. Additional information received reported that the patient experienced a loss of therapeutic effect and loss of bladder control. When that patient stood up, she could not control her urine. The patient's symptoms returned within the previous month. It was noted that the patient had recently fallen several times, including 2 months ago at the mall when her walker broke, and out of her chair about 2 weeks ago. The patient felt stimulation but having the ins on did not seem to make any difference in the symptoms, despite increasing the amplitude of stimulation and changing programs of stimulation. In addition, the patient felt cramping in the front of the vaginal area within the last 2-3 weeks. The patient had thought it was coming from her bowels. The patient's next visit with her physician was scheduled for the end of (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v772339, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4).